Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+1.5/072 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a different model but same length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken.. Dimensional inspection found the lens to be within specification. Claim# (B)(4).